Event description:
It was reported that the valve is broken. Device broke inside the patient. No fragments fell into the patient. No patient injury was reported. There was no significant delay and a back up was available.

Manufacturer narrative:
One 72201440 6 mm high flow double valve cannula with stryker interface returned. The complaint stated: "it was reported that the valve is broken. Device broke inside the patient. No fragments fell into the patient. No patient injury was reported. There was no significant delay and a backup was available." This is a five year old reusable device. Visual inspection showed that the device has signs of typical use; light dings, scratches. Surfaces have light etching from wear and cleaning agents. The rotational head moves freely. There are neither overly tight nor loose components. The cannula tube/lumen is straight. The only observation is for the stopcock that has become separated from the cannula body. The stopcock remaining has no damage of the valve flow lever or thumbscrew. There is no sign of over tightening or stripping. This product has a stryker interface at the typical j lock feature. The returned condition requires a generous amount of force to crack the press fit seal. These devices are not intended to be used as a source of leverage. Pressure upon internal and external tight tolerance press fit components can contribute to misalignment and fluid bypass. No root cause related to the manufacturing of this device was confirmed.